Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer received new and relevant information on 05/30/2023. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device was scrapped. Section g3 and h6 have been updated in this follow up report.

Manufacturer narrative:
The manufacturer previously receiving information alleging particles in tubing/ chamber. The manufacturer received relevant additional information alleging the patient having sore throat and nasal congestion or obstruction . The medical intervention was not specified. So, section b3,g3, h2, h6 are updated in this report.